Event description:
As reported, this male patient was operated (ptg logic exactech) in (B)(6) 2016. Postoperative radiographs appeared satisfactory; he was not seen again until these days because he was fine but now he is in a lot of pain and his knee is deformed. The x-rays are in favor of an extensive granuloma secondary to accelerated wear of the polyethylene (this patient is on the list of those who received a polyethylene that had remained on the shelf for more than five years). This granuloma seems to have destroyed a good part of the lower femur and loosened the femoral component, at least, of the prosthesis. No revision schedule at this time. Male, patient suffered permanent disability as a direct result of this event. No other patient information/medical history reported.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 02-012-45-2020, 4339679 - lgc tibial fit tray cem sz 2f / 2t, 02-010-01-0320, 4300972 - logic femoral ps cem right sz 2, 200-02-38, 4207327 - three peg patella 38mm.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of a combination of prosthesis wear and aseptic loosening between the tibial and femoral components and the bone. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis and subsequent loosening. A contributing factor to the severity of the wear on the returned tibial insert may have been result of being packaged in a non-conforming vacuum bag for more than five years. Section h11: *the following sections have corrected information: (h6) medical device problem code: 4002, loosening of implant not related to bone-ingrowth component code: 734, bearings; 4755, part/component/sub-assembly term not applicable.